Event description:
A "sensor error" message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a seizure and loss of consciousness and was unable to self-treat, requiring health care provider administration of oral glucose and acarbose pills for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported sensor (B)(4) has been returned and investigated. Visually inspected sensor patch and no issues were observed. Data extraction was successful. The sensor was further investigated and de-cased. No issues were observed upon visual inspection of the pcba (printed circuit board assembly). The returned battery was measured within specification. Sensor was reprogrammed and current was applied to perform accuracy testing while in the test fixture. All results were within specification. Therefore, this issue is not confirmed. An extended investigation has also been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.